Event description:
During this MFR's product evaluation it was found that the stent suture was broken. Initially, it was reported that during a stent placement procedure for treatment, the suture could not be pulled. There were no pt complications.